Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient initially was hospitalized for gastritis. On an unknown date, during hospitalization, peritonitis was diagnosed. The cause and treatment for this event was not reported. It was not reported if the patient was re-trained on a proper aseptic technique. On an unknown date by the time of hospital discharge, the patient recovered from the events. The patient was discharged from the hospital three days later. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12h03052 with no issues noted during the manufacturing process.